Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw1180 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion procedure, the nurse "felt like" the guidewire wasn't threading. The nurse pulled back the wire to reposition the tip and tried to thread the wire a second time. Again she met resistance; when she tried to pull the wire back it was stuck. The nurse then engaged the safety in hopes the wire would come with it, but it only came back part way. The nurse "had to pull the tip of the curled wire out of the patients skin slowly with the help of a hemostat." The wire was noted to look intact after it was removed. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire wasn¿t threading was inclusive due to the condition of the sample and unknown clinical conditions. The exact cause of the reported event was unknown. One 18g x 2.25¿ accucath catheter was returned for investigation. The catheter was received over the guidewire, which was extending from the deployment system. The needle had been retracted within the housing, but the safety mechanism was not locked. The coil end of the guidewire was extending from the distal tip of the catheter. Blood residue was visible within the catheter. A microscopic examination revealed deformation in the distal tip of the catheter where the coiled end of the guidewire was resting on the catheter. A functional test revealed that the guidewire could be fully extended and the safety mechanism would properly engage. The condition of the sample indicates that complications were encountered during use; however, the exact mechanism of damage was unknown. The IFU indicates that the guidewire should not be forced during insertion. A lot history review (lhr) of rebw1180 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion procedure, the nurse "felt like" the guidewire wasn't threading. The nurse pulled back the wire to reposition the tip and tried to thread the wire a second time. Again she met resistance; when she tried to pull the wire back it was stuck. The nurse then engaged the safety in hopes the wire would come with it, but it only came back part way. The nurse "had to pull the tip of the curled wire out of the patients skin slowly with the help of a hemostat." The wire was noted to look intact after it was removed. No patient injury reported.